Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that when she adjusts stimulation, 30 minutes later if feels like stimulation turns off. The patient checked the implant with the programmer and it showed that stimulation was on. The patient stated that she didn't feel stimulation or that it was very weak. The patient increased stimulation to 5.3v and only felt stimulation very weakly. There were no other programs and the patient was not comfortable changing groups. The patient reported that it was happening all the time. The patient was going to meet with the manufacturer representative to check the implant and programming. Additionally the patient reported that they had difficulty charging the implant and the belt becomes unclasped. The patient stated that the last recharge took four hours.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care professional (hcp) regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that the patient claimed that the implantable neurostimulator (ins) was not working. The hcp thought it was because of the battery but did not have any additional details and did not think that the patient knew exactly what was wrong with the ins. Information received from the health care professional(hcp) indicated that they were going to call the manufacturer representative regarding the patient's implantable neurostimulator (ins). Additional information was received from the manufacturer representative (rep) indicating that the patient was dealing with mental challenges and that the patient may no longer possess the aptitude for operating spinal cord stimulator (scs). It was noted that the nurses at the patient's nursing home would be responsible for the patient's scs system. Additional information has been requested regarding troubleshooting and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient.

Event description:
Additional information was received from the patient. It was reported that the patient had trouble getting the recharger antenna over the device. She liked to leave the antenna in place and charge fully without moving it. The patient expressed concerns with the patient manuals and that she thought they should be easier to read. The patient frequently lost stimulation. It was noted that she recharged her battery every four to five days. The patient had an appointment at her managing physician¿s office the next week as of (B)(6) 2016. The patient stated that she was ¿messed up¿ and confused on how to use the programmer. She did not know when the antenna was connected with the programmer. The programmer batteries didn¿t even last a month. The patient stated that she left her programmer on continuously just in case. The programmer would be fine then go completely dead. It was noted that the patient had met with a rep around (B)(6) 2016. Additional information has been requested regarding troubleshooting and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 37743, serial # (B)(4), product type programmer, patient; product ID pnma01411a004, serial # unknown, product type recharger.

Event description:
The patient stated that there was a loss of stimulation 5 minutes after turning stimulation on in (B)(6) 2009. Additional information was received from the health care professional (hcp) on (B)(6) 2016 indicated that they were trying to help the patient but do not manage the device. The patient stated that their device was not working, but the hcp was not familiar with the device. The hcp explained that the patient was confused and thought that a particular hcp office managed everything.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that there was intermittent stimulation; attempted troubleshooting was limited as the patient was frustrated. Additional information received from the manufacturer representative reported that the patient should be referred to a healthcare professional when she calls in and a manufacturer representative would be available when the healthcare professional arranged for an appointment. It was reported that the recharge belt broke in (B)(6) 2016, and a replacement recharge belt was requested. There was no alleged out of box failure. No medical or therapy was reported related to the recharge belt. The patient could not get the belt to work, so she could not start a recharge session; her belt would not stay hooked and it was on backwards.